Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5507. No patient involved.

Manufacturer narrative:
Investigation outcome. It was reported that the device alarmed with technical fault tf5507 . No patient involvement or clinical impact was reported. No logfiles were provided, limiting detailed investigation and confirmation of failure conditions. Investigation was therefore based on complaint information only. Correction involved shipment of a replacement sensor board. While tf5507 is typically associated with the gas mixing subsystem, the sensor board could have contributed to the issue, and the implemented correction is considered likely to have resolved the problem, as no further complaints have been registered for this device. Root cause remains unconfirmed due to lack of supporting data. This case is considered as closed.